Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 68 mg/dl at the time of the incident. The customer was at 96 mg/dl at the time of the call. The customer used food to treat. The customer believes the pump was over delivering as they have to take off the pump to get their blood glucose levels up. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the reservoir was showing more insulin than the pump display. The insulin pump will be returned for analysis.